Manufacturer narrative:
Cracking of infant warmer head is possibly due to the use of incompatible cleaning solutions, causing chemical reactions to the polycarbonate plastic material. An investigation will be conducted, once we receive the complaint device. A follow up report will be provided.

Event description:
A hospital in ireland reported that their iw932aek cosycot infant warmer heater head was cracking. No pt consequence was reported.